Event description:
It was reported via repair work order that the foot end brakes won't hold due to worn brake rings and a broken brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.